Event description:
The complainant reported that the clinicians were performing therapeutic ureteroscopy procedure on a male pt. During this procedure, one of the basket wires broke as the clinicians were trying to retrieve the stone. Please reference attached medwatch report number 3005099803-2009-00533 which documents this first device used in this pt procedure. The clinicians then obtained a second device, which is at issue in this report, but again one of the basket wires broke when trying to retrieve the sone. Please reference attached medwatch report number 3005099803-2009-00534 which documents the second device used in this pt procedure. The clinicians then obtained a third device, which is at issue in this report, but one of the basket wires broke when trying to retrieve the stone. The clinicians then obtained a fourth of the same device and successfully removed the stone from the pt. The complainant reported that this procedure was completed with no pt complications.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined. This device has been received but an eval has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.